Event description:
Patient reported obtained back-to back blood glucose resuls of 380 mg/dl, 270 mg/dl, and "lo" (< 10 mg/dl), while using the suspect device. Patient indicated that therapy was not modified based on these results. No pt injury was reported and no treatemnt was rec'd. While on the line with technical support, pt was unable to locate these values in the device's memory. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.